Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this lead exhibited low amplitudes and high out of range pace impedance measurements. Technical services provided programming options. This lead remain in service. No adverse patient effects were reported.